Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that there was a cosmetic defect as there was no warning triangle available and the device was missing the anspach symbol. Therefore, the reported condition was confirmed. It was further determined that the device was overheating and the bearing was damaged. It was determined that the failure was caused by worn out bearings. The assignable root cause was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the attachment device had a cosmetic defect. It was further determined that there was no warning triangle available and the device was missing the anspach symbol. It was noted in the service record that the device was overheating and had a damaged bearing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.